Event description:
It was reported that an instrument was discovered fractured during tray assembly. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6: proposed component (annex g) code is mechanical (g04) provisional bottom. The returned product was found to exhibit signs of repeated use, nicked / gouged, and the post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.